Manufacturer narrative:
Correction: per follow up with the customer, they reported that the originally provided product code was incorrect, and provided the correction. The device history record for lot 30026420 was reviewed and the product was produced according to product specifications. All information reasonably known as of 26 aug 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Photos of the device in question were provided by the customer and were analyzed. Based on the pictures provided, the defect could not be confirmed. Root cause could not be determined. All information reasonably known as of 31 aug 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available. A photo of the affected device was provided. The device history record for lot 30026420 was reviewed and the product was produced according to product specifications. All information reasonably known as of 27 jul 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that the user was unable to "reassemble" the suction catheter. The suction tube was "half blocked" in the patient's trachea and bronchus. The patient was then disconnected from the vent circuit to remove the system. There were no other consequences to the patient. Per additional information received on 15 jul 2020, the issue was that the catheter could not be returned to the original position.